Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 800cc saline prosthesis, catalog # 3502800, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with mentor smooth round moderate plus profile 800cc saline prostheses. Right sided deflation was diagnosed by a physician post procedure. Left sided capsular contracture (baker¿s grade unknown) was also noted. During the replacement surgery on (B)(6) 2018 right sided deflation was confirmed. Bilateral prosthesis replacement with mentor smooth round moderate plus profile 800cc saline prostheses was performed. These prostheses were filled to 960ccs. There were no procedural complications. The right sided deflation was reported previously under 1645337-2018-06211. On (B)(4) 2018 mentor first became aware of the left sided capsular contracture and is submitting this report in order to capture that event.